Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device failed pre-test for vibration assessment, and the bearing was damaged. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the nose tube of the attachment device was bent/damaged, the labeling was illegible, and the bearing was damaged. It was further determined that the device failed pretest for temperature verification and vibration assessment, cutter insertion assessment, and visual assessment. It was noted in the service order that the bearing was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Upon further investigation of the device evaluation, it was determined that the device's ball bearings had fallen apart, the tool could not be used, the extension pipes were damaged, and it was very hard to read the labeling. The event of the bearings falling apart does fall under the category of a reportable event. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.